Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "vision much worse than before surgery" (vision, impaired); "glare" (visual disturbances); "images smaller" (no code available); "astigmatism was not improved" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, his vision was worse than before his surgery. The consumer reported that images were smaller, his astigmatism was not improved and he was experiencing glare. Additional info has been requested.